Manufacturer narrative:
The customer¿s experience of pump alarms was confirmed. Physical inspection noted the device to be in good condition. Analysis of the of the pcu event log shows that unit a was on standby and units b and c were infusing. Unit b then switched off with red light, followed by unit c switching off with red light and then unit a also switching off with red light. The pcu displayed ¿communication error ¿ check IV set¿. A channel disconnect occurred at 5:52 am and unit b was removed. Another channel disconnect occurred at 5:53 am and unit c was removed. Also, at 5:53 am unit a was removed. This unit was not infusing and there was no channel disconnect message. The root cause was identified as channel disconnects due to a loss of communication (net iui communications down).

Event description:
The customer reported sequential pump alarms with interruption of infusions. The nurse witnessed that channel b running a normal saline flush after a blood infusion at 150ml/hr switched off with a red light; followed by channel c infusing sodium bicarb at 125ml/hr switching off with a red light; and finally channel a which was on standby switching off with a red light. The pcu read "communication error-check IV set." The pump and pcu were taken out of service and a new pcuand set of pumps were employed to continue the patient's infusions. There is no allegation of patient harm and no testing or medical intervention was required as a result of this event.